Manufacturer narrative:
The associated fixation bolt wrench was not returned for evaluation. However, device details were provided. Thus, a review of device history record and complaint history were performed. The device was manufactured in 2015. The review of the manufacturing records for the listed batch did not reveal any deviation from the standard manufacturing processes. The review of the complaint history for the listed part revealed no prior complaints for the listed failure mode with the same batch number. There is no information that would suggest the device failed to meet specifications. A relationship, if any, between the device and the reported incident could not be corroborated. No further investigation is warranted for this complaint; however, smith and nephew will continue to monitor for future complaints and investigate as necessary. Should the device or additional information be received, this complaint will be reopened and reevaluated. We recommend that all re-usable instruments be routinely inspected for wear/damage and replaced as necessary. Without the return of the actual product involved, our investigation of this report is inconclusive. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate as necessary. We consider this investigation closed.

Event description:
It was reported that during surgery, fragment of the 90-degree wrench broke off when tightening a bolt during normal use. No delay or injury reported. A backup device was not available.